Event description:
It was reported that during an unk procedure, the device was experiencing a leak. It is not known if this was an optiview. They used the device to complete the procedure but it was a nuisance to the surgeon. Little info was available. There was no pt consequence reported. The device was discarded.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for evaluation. Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended in a regular basis to determine if further investigation is warranted.